Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent right total knee arthroplasty based on the product inquiry summary and the two radiographs that were provided. Unfortunately these radiographs had no dates attached to them and did not have a side designation. I can confirm that the patient had a tritanium baseplate and a triathlon ts femoral component with a cemented patella component since I was able to see to radiographs with the implant in place. Unfortunately I have no other supporting documentation including preoperative x-rays, pre-first revision x-rays, doctors office notes or operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of a total knee arthroplasty being revised for lack of range of motion are multifactorial including surgical technique, position, rotation, alignment, and sizing, as well as restoration of proper kinematics contribute. Patient factors such as failure to participate in a physical therapy program to restore early range of motion and also patient systemic factors as there are some patients who are "scar formers." I would not attribute any causality to the implants themselves. It would be helpful to see the initial primary postoperative xrays to see the positioning and alignment of the implants." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to lack of range of motion. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent right total knee arthroplasty based on the product inquiry summary and the two radiographs that were provided. Unfortunately these radiographs had no dates attached to them and did not have a side designation. I can confirm that the patient had a tritanium baseplate and a triathlon ts femoral component with a cemented patella component since I was able to see to radiographs with the implant in place. Unfortunately I have no other supporting documentation including preoperative x-rays, pre-first revision x-rays, doctors office notes or operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of a total knee arthroplasty being revised for lack of range of motion are multifactorial including surgical technique, position, rotation, alignment, and sizing, as well as restoration of proper kinematics contribute. Patient factors such as failure to participate in a physical therapy program to restore early range of motion and also patient systemic factors as there are some patients who are "scar formers." I would not attribute any causality to the implants themselves. It would be helpful to see the initial primary postoperative xrays to see the positioning and alignment of the implants." No further investigation for this event is possible at this time. If devices and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name#triathlon ps x3 tibial insert; cat#5532-g-319; lot#3k3ld9 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer

Event description:
As reported: "patient's right knee was revised due to lack of range of motion. No other info available due to hospital policy." Rep confirmed a baseplate and insert were revised (stem from index procedure was on the femoral component).